Event description:
It was reported that pump displayed altitude alarm and customer stopped using pump and reverted to multiple daily injections for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer used backup injection therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing pump into storage mode and returning it within specified time frame, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement device.